Manufacturer narrative:
(B)(4). The customer reported that this ventilator will not be repaired. Instead, the 840 ventilator will be traded-in for a new pb980 ventilator.

Manufacturer narrative:
(B)(4). A support engineer (se) troubleshot this issue with customer over the phone. The se recommended replacing the graphical user interface (gui) printed circuit board (pcb). The evaluation and repair of the device has not been completed.

Event description:
It was reported that a ventilator had an erratic bottom display. The ventilator was not in use on a patient at the time the malfunction occurred.